Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: review of the black box data revealed no evidence of short battery life. There were multiple records of low battery warnings that occurred due to normal battery use. On investigation, the pump powered on and was exercised for 24 hours without issue. Electrical current draws were evaluated and found to be within required specifications. Investigation did not confirm nor duplicate the alleged short battery life complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.